Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead and right atrial (ra) lead displayed high pace impedance measurements as well as noise and low intrinsic amplitudes. Boston scientific technical services discussed potential lead integrity issues. The system remains in service. There were no adverse patient effects reported.